Manufacturer narrative:
Siemens' investigation into the reported issue is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer notified siemens on (B)(6) 2015 that since the upgrade to syngo rt therapist 4.3.1 mr2 they no longer receive a message upon download stating that the beams have different table positions (in this case the table position is isocenter). Reportedly, before the upgrade, the customer would receive the message and they would select f12 alt+enable to manually move the gantry in between beams. Now, the gantry rotates automatically however the user is still able to select f12 alt+ enable for table movement as expected. This occurs whenever a fraction group that contains beams with different isocentric table positions is downloaded. The table and gantry movements, in that order, are separate. Configuration in the update instructions is to set latitude, longitude and vertical to automatic and set isocentric to manual. There is no report of mistreatment of injury to a patient.